Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain complications'), seizure ('seizures') and genital haemorrhage ('bleeding / heavy bleeding') in a 23-year-old female patient who had essure (batch no. C91772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rash, depression, sciatica and obesity. Previously administered products included for an unreported indication: nuvaring from 2011 to 2014, minerva from 2007 to 2011 and depo from 2005 to 2006. Past adverse reactions to the above products included discomfort with minerva; pain with nuvaring; and pregnancy with depo. Concurrent conditions included obesity, abdominal pain lower, vaginitis, dysuria, uterine fibroid, constipation, pelvic discomfort, bloating, dysfunctional uterine bleeding and urinary frequency. Concomitant products included ibuprofen and miconazole nitrate (monistat). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower ("lower stomach cramp / cramp / pain / stomach pain"), 2 months 14 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("hormonal changes describe: depression"), urinary tract infection ("infection (bladder/urinary tract/vagina) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), blood pressure fluctuation ("blood or disorder/condition, type: heart blood pressure change"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), abdominal pain ("belly button pain / abdominal pain"), back pain ("lower back pain / back pain"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and headache ("headaches") and was found to have weight increased ("weight gain/loss / weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, female sexual dysfunction, dyspareunia, abdominal pain and back pain had resolved, the seizure, genital haemorrhage, depression, urinary tract infection, bladder disorder, urinary tract disorder, blood pressure fluctuation, tooth disorder, migraine, nervous system disorder, allergy to metals, rash, skin disorder, vaginal discharge, weight increased, nausea and headache outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder disorder, blood pressure fluctuation, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, nervous system disorder, pelvic pain, rash, seizure, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 143 lbs. She received treatment for apareunia ,dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, blood/heart disorder, rash/skin condition ,nickel allergy, uti, bladder problem ,urinary probs., vaginal discharge, hormonal changes, migraine, headaches, dental probs. ,seizures, nausea, neuro conditions/problem, weight gain ,fatigue. Insertion details: 4 coils seen trailing from the right tubal ostia and 1 coil seen trailing from the left tubal ostia. (B)(6) 2015- discrepancy noted in hysterosalpingogram test date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: impression: 1. Essure devices in good position with bilateral complete cornual tubal occlusions. 2. Filling defect in uterine cavity suggestive of uterine fibroid - ultrasound would be helpful for further evaluation. Magnetic resonance imaging brain - on (B)(6) 2016: impression: normal examination. Pathology test - on (B)(6) 2016: diagnosis: uterus, cervix and bilateral fallopian tubes, laparoscopic hysterectomy, bilateral salpingectomy: uterus with early secretory endometrium. Addendum: result report: essure is identified in both fallopian tubes. X-ray - on (B)(6) 2015: essure confirmation test (unspecified) result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain complications'), seizure ('seizures') and genital haemorrhage ('bleeding / heavy bleeding') in a 23-year-old female patient who had essure (batch no. C91772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rash, depression, sciatica and obesity. Previously administered products included for an unreported indication: nuvaring from 2011 to 2014, minerva from 2007 to 2011 and depo from 2005 to 2006. Past adverse reactions to the above products included discomfort with minerva; pain with nuvaring; and pregnancy with depo. Concurrent conditions included obesity, abdominal pain lower, vaginitis, dysuria, uterine fibroid, constipation, pelvic discomfort, bloating, dysfunctional uterine bleeding and urinary frequency. Concomitant products included ibuprofen and miconazole nitrate (monistat). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower ("lower stomach cramp / cramp / pain / stomach pain"), 2 months 14 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In august 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In february 2016, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("hormonal changes describe: depression"), urinary tract infection ("infection (bladder/urinary tract/vagina) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), blood pressure fluctuation ("blood or disorder/condition, type: heart blood pressure change"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), abdominal pain ("belly button pain / abdominal pain"), back pain ("lower back pain / back pain"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and headache ("headaches") and was found to have weight increased ("weight gain/loss / weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, female sexual dysfunction, dyspareunia, abdominal pain and back pain had resolved, the seizure, genital haemorrhage, depression, urinary tract infection, bladder disorder, urinary tract disorder, blood pressure fluctuation, tooth disorder, migraine, nervous system disorder, allergy to metals, rash, skin disorder, vaginal discharge, weight increased, nausea and headache outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder disorder, blood pressure fluctuation, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, nervous system disorder, pelvic pain, rash, seizure, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 143 lbs. She received treatment for apareunia ,dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, blood/heart disorder, rash/skin condition ,nickel allergy, uti, bladder problem ,urinary probs., vaginal discharge, hormonal changes, migraine, headaches, dental probs. ,seizures, nausea, neuro conditions/problem, weight gain ,fatigue. Insertion details: 4 coils seen trailing from the right tubal ostia and 1 coil seen trailing from the left tubal ostia. (B)(6) 2015 discrepancy noted in hysterosalpingogram test date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: impression: 1. Essure devices in good position with bilateral complete cornual tubal occlusions. 2. Filling defect in uterine cavity suggestive of uterine fibroid - ultrasound would be helpful for further evaluation. Nuclear magnetic resonance imaging brain - on (B)(6) 2016: impression: normal examination. Pathology test - on (B)(6) 2016: diagnosis: uterus, cervix and bilateral fallopian tubes, laparoscopic hysterectomy, bilateral salpingectomy: uterus with early secretory endometrium. Addendum: result report: essure is identified in both fallopian tubes. X-ray - on (B)(6) 2015: essure confirmation test (unspecified) result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-oct-2019: medical records received: lot no. Was added. Reporter's information, patient demography, medical history, historical condition, lab data, concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain complications'), seizure ('seizures') and genital haemorrhage ('bleeding / heavy bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring from 2011 to 2014, minerva from 2007 to 2011 and depo from 2005 to 2006. Past adverse reactions to the above products included discomfort with minerva; pain with nuvaring; and pregnancy with depo. Concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain upper ("lower stomach cramp / cramp / pain / stomach pain"), 2 months 14 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("hormonal changes describe: depression"), urinary tract infection ("infection (bladder/urinary tract/vagina) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), blood pressure fluctuation ("blood or disorder/condition, type: heart blood pressure change"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), abdominal pain ("belly button pain / abdominal pain"), back pain ("lower back pain / back pain"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and headache ("headaches") and was found to have weight increased ("weight gain/loss / weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, female sexual dysfunction, dyspareunia, abdominal pain and back pain had resolved, the seizure, genital haemorrhage, depression, urinary tract infection, bladder disorder, urinary tract disorder, blood pressure fluctuation, tooth disorder, migraine, nervous system disorder, allergy to metals, rash, skin disorder, vaginal discharge, weight increased, nausea and headache outcome was unknown and the abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, bladder disorder, blood pressure fluctuation, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, nervous system disorder, pelvic pain, rash, seizure, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight (B)(6). She received treatment for apareunia ,dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, blood/heart disorder, rash/skin condition ,nickel allergy, uti, bladder problem ,urinary probs., vaginal discharge, hormonal changes, migraine, headaches, dental probs. ,seizures, nausea, neuro conditions/problem, weight gain ,fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. X-ray on (B)(6) 2015: essure confirmation test (unspecified) result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: this case was become incident. Event injury was updated as hormonal changes describe: depression, infection (bladder/urinary. Tract/vagina. Type: uti), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, blood or heart disorder/condition, type: blood pressure change, dental problems, dyspareunia (painful sexual intercourse), fatigue, migraines /headaches, neurological conditions or problems, nickel allergy,rashes or skin conditions, seizures, vaginal discharge, weight gain / loss, stomach pain, abdominal pain, back pain, pelvic pain, bleeding, nausea were added. Patient date of birth, lab data, reporter, reporter causality comment was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.